Event description:
The initial attorney report alleged pain and surgical intervention. The following is based on the medical records provided by the pt's attorney: on (B)(6) 1999 - repair of strangulated incisional hernia with a kugel patch. (Note: see MDR 1213643-2009-00092). On (B)(6) 2000 - repair of recurrent incarcerated incisional hernia with flat mesh. A seroma was identified and drained during this procedure. (Note: see MDR 1213643-2012-00298). On (B)(6) 2005 - repair of two recurrent incarcerated incisional hernia. One composix kugel mesh and one kugel patch were used in this repair. (Note: see MDR 1213643-2012-00299 for info relevant to the kugel patch). On (B)(6) 2006 - repair of multiple recurrent incarcerated incisional hernias with non-bard mesh. During this procedure, a partial excision of all the bard mesh was performed as well as a hysterectomy and oophorectomy. On (B)(6) 2006 - admitted for flank and suprapubic erythema and abscess. A CT guided drainage of the abscess was performed. On (B)(6) 2007 - repair of recurrent ventral incisional hernia with non-bard mesh. On (B)(6) 2008 - repair of recurrent ventral incisional hernia with composix l/p mesh. Reportedly, there was no fascia between the pubic bone and the hernia defect, the facia was so attenuated in the lower abdomen and pelvis that is was difficult to achieve a 4cm overlap of the margins. (Note: see MDR 1213643-2012-00300). On (B)(6) 2008 - repair of recurrent ventral incisional hernia. Reportedly, the composix l/p mesh had "torn away from the small amount of fascia that was still remaining." A non-bard mesh was placed and attached to the surrounding composix l/p along with the lower pelvic sideway of the right, middle, and left.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical record showed there to be additional implants. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the current available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2009-00092 for info related to the kugel patch implanted on (B)(6) 1999. See MDR 1213643-2012-00298 for info related to the flat mesh implanted on (B)(6) 2000. See MDR 1213643-2012-00297 for info related to the composix kugel mesh implanted on (B)(6) 2005. See MDR 1213643-2012-00299 for info related to the kugel patch implanted on (B)(6) 2008.